Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage on (B)(6) 2025 and eventually got hospitalized on (B)(6) 2025 the leakage was in the tubing from connector hub. The blood glucose level was 420 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-09316. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is 2137324 has been evaluated. The batch 6008519 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Packaging: the 4g04385 was manufactured according to the wi version 116 in the line 5, on 06/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Glue-tubing lot: the lot 4e04820 was packaging according to the wi version 64, in the machine sc01, on 02/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 12-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6008519 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.